Event description:
Information was received indicating that an administration set connected to a smiths medical cadd infusion pump that was experiencing an upstream occlusion error that could not be resolved after running for 15 minutes.